Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had issues filling the tubes. No serious injury or medical intervention was reported.